Event description:
It was initially reported that the patient felt no stimulation sensation. The patient saw her doctor and indicated that it was not doing anything and when she sat down, it felt hard, as if "she was sitting on a rock." It was indicated that the manufacturer's representative told the patient that she needed to feel a little activity to know it was working, but it should not hurt. The reporter stated that the patient did not feel any activity, just "felt like something was there." It was noted that they tested it and went up to 6.0 v, but then it hurt and they decreased it to 3.0 v. The patient just saw the doctor on the day of the report because she was on a catheter and was not building enough urine and was leaking, but did not feel anything still. The reporter indicated that the doctor thought he corrected it, but the patient had just come from the doctor and was not able to tell yet if she was leaking. The patient believed the doctor put her on program 2. The patient had been drinking, but had not been to the bathroom yet. The following day, it was reported that the patient¿s doctor left the catheter in at the patient¿s request. The reporter indicated the patient was still not feeling stimulation. The therapy was reportedly very complicated and the patient needed it simplified. Approximately 3 weeks later, it was reported that the patient saw their doctor as of the date of the report. The catheter remained in and stimulation was increased. The patient was at 3.1v and wanted to decrease the stimulation, but did not know how to use the programmer. With assistance, stimulation was decreased to 2.9v and it was indicated to have felt better. The patient got up and walked around. Nine days after the previous report, it was stated that it seemed like the patient "urinated all of the time." The patient still used a catheter and noted it had hole in it. It was indicated the doctor wanted the patient to stop using the catheter, but the patient was "scared of that idea." Approximately a month afterwards, additional information received reported that on the day prior to the report, the patient went to the health care professional and had the catheter removed. It was noted that the patient had a hole in the bladder and since implant was urinating in the urethra. The reporter noted that the patient was not feeling stimulation but when she walked around she felt it. It was noted that the patient was on program 4 at 4.3v and the stimulation was on. It was noted that the patient had no problems with the therapy until the catheter was removed on the day prior to the report. The following day, it was reported that the patient was on program 4 and wanted to increase the stimulation but didn¿t remember how. It was noted the patient was at 2.3v at the time of the report and had a hard time finding the numbers. The reporter noted that the patient increased the amplitude to 4.2v and wanted to leave it there. It was noted that it was not painful for the patient. A week later, it was noted that on the day of the report, the patient had gotten off a catheter and wasn¿t feeling any activity ¿back there.¿ it was noted that the patient wanted to ¿get it going¿ so she could urinate and not have to go into "emergency". It was noted that the patient was on 4.2v with the lightning bolt and had been on the setting for quite a while, but wanted to increase the stimulation so she could urinate. The reporter noted that the patient adjusted up to 4.6v and couldn¿t feel it unless she got up and walked. The reporter stated that the patient was urinating really good up until 3 weeks prior to the report when they put her on the ¿thing that they stick up the urethra" and took her off the catheter. The reporter noted that the patient had "a little hole in the bladder" that was put there ¿a long time ago to retrain her bladder¿ and it had to heal or else it would have kept leaking and the patient wouldn¿t urinate. The reporter stated that the device had worked better for the patient and helped her urinate. It was noted that the patient had a leg bag that was put in surgically in the bladder until the hole healed because she wasn¿t urinating on her own. It was now closed and the patient wanted to urinate on her own. It was noted that the patient felt "kind of awkward" and would get panicky. The next day, it was stated that the patient experienced an overstimulation sensation at 4.6v. It was noted that the patient lowered to 3.9v and was feeling comfortable. The issue was resolved.

Event description:
It was reported the patient felt stimulation every once in a while. It was reported the stimulation was grabbing the patient. It was noted the patient saw the poor communication screen.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va07161, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).